Manufacturer narrative:
Eval summary: review of the operation notes provided indicates that proper surgical technique was followed and review of pre and post operation x-rays do not indicate any abnormality of device implantation. Pt demographics (build, weight, height and activity level) are unavailable to study the history. It is unk whether the clicking noise is related to patellar tracking or related to locking mechanism of articular surface and tibial baseplate. X-rays do not reveal any deformation/damage on the patellar/articular surface implants. With the available info, a conclusive cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt hears a clicking noise in his knee.